Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 22-year-old female was implanted with an impella cp device for mechanical circulatory support. Device encountered low pump flows, limb ischemia and access site bleeding. Low pump flows were encountered as suction alarms occurred and persisted when increasing the pump support level settings. This was treated by repositioning the pump. Additionally, limb ischemia was noted as no doppler pulses were present in both lower extremities. This was treated by increasing pump flow to maintain a mean arterial pressure (map) above 60 and having the patient undergo aggressive diuresis. Access site bleeding was noted by the small amount of oozing at the left groin insertion site. The site was redressed, angle matched and suture placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.